Manufacturer narrative:
The device manufacture date is not known. Alleged failure: incident today where a wise 26" monitor display (s/n (B)(4) fell from a tower onto the circulating nurse as she was adjusting it. The tower and monitor were put back into use directly after for cases the arm to be sent in and evaluated to be sure this does not happen again s/n (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) keyed washer was not used in mounting the monitor (2) the keyed washer getting loose overtime the product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the monitor fell on the nurse during room set up before patient arrival.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the monitor fell on the nurse during room set up before patient arrival